Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified distal left anterior descending artery. A 2.5 x 18 mm xience prime was being advanced to the lesion; however, it could not cross. When the device was pulled back and re-advanced, the distal shaft broke. The separation occurred outside the anatomy so it was easily removed. The stent delivery system was replaced with another same size xience prime to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.